Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. The pump was powered up and the pump exhibited continuous double beeping. The downstream occlusion sensor was replaced. The error code was also confirmed in the event log. Based on the evidence, the complaint was confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump displayed an error code. No adverse patient effects were reported.